Manufacturer narrative:
This report is filed on february 20, 2020.

Event description:
The device was explanted due to non-auditory percepts, abnormal sound percepts, decrease in performance, infection, and electrode migration. In-situ testing showed normal device function. The device passed all electrical tests confirming correct device function.

Manufacturer narrative:
This report is submitted on 04 november 2019.

Event description:
Per the clinic, the patient experienced poor performance with device use; subsequently the device was explanted (date not reported).